Event description:
Medwatch # (B)(4). A facility reported: "codman irrigating bipolar was irrigating but not cauterizing. When the cord was switched out, the device (handpiece and console) worked appropriately." The product problem was discovered during the procedure when trying to stop a bleed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields : d4, d8, d9, g6, h1, h2, h3, h4, h6, h11. The codman irrigating bipolar (9190002rp) was returned for evaluation device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - specimen failed continuity testing due to resistance exceeding the 2-ohm limit, confirming the complaint. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Potential root causes for this failure mode per the risk documentation, include: "inadequate material selection or improper dimensions (exposed pin length insufficient for electrical connection)"